Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken and kinked/buckled. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the guidewire separate from the lead. A fragment is a guidewire is struck in the lumen. The distal tip of the guidewire is kink/buckled in the tip nose of the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire became stuck and subsequently broke inside the lead. The lead was not used and will not be replaced in the future. No patient complications have been reported as a result of this event.